Event description:
It was reported that the right atrial (ra) lead was inserted into the atrium and it was discovered that the distal area of the lead connector was bent. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The distal connector of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. The lead was returned with is-1 pin bent/extrinsic. (B)(4).